Event description:
It was reported that the patient started using a xtra-silent nite slide-link, and one of the blue anchors on the device broke off. No reports on how the device was being cleaned or maintained. There was no report of patient harm or injury. A remake of the device was provided. No other issues reported.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broke off. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: the probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. Additional information: d9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: corrected information g3 (date received by manufacturer) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).